Event description:
The individual's job entails washing and sterilizing instruments while wearing vinyl gloves. It was stated that on occasion, the individual's hands were wet once gloves were removed. No rips, holes or tears were noted or reported. The individual developed a rash and went to the dermatologist on (B)(6) 2013. On (B)(6) 2013, following a culture, the individual was informed they had contracted (B)(6). It is suspected by the user that the (B)(6) was contracted from water seeping through the gloves. An antibiotic and a cream (mupirocin) were prescribed. The user had a follow up appointment on (B)(6) 2013. According to the user on (B)(6) 2013, the rash still existed at the time of the follow up appointment. The dr extended the prescription of doxycycline for 30 more days and also prescribed yeast cream. Two more cultures were taken. One was negative. Results for the other one will not be received for 30 days. As of today ((B)(6) 2013), the rash is better. The lot number reported was obtained from the box of small gloves currently on the shelf at the customer's location. (B)(4) confirmed that this lot passed two rounds of pinhole testing; first by the manufacturer a final release and again by (B)(4) qa employees prior to shipment. Since the employee did not save the gloves used, there is no way to confirm that the gloves truly malfunctioned and/or contributed to the (B)(6) exposure. Also it was mentioned that the gloves were loose at the wrist ara and no other protection was donned by the employee. It is possible that the hands became wet due to water entry at the cuff site. Following a conversation with our clinical resource on (B)(6) 2013, gloves as well as gown cuffs over the wrist area, preventing skin exposure, are typically utilized to provide adequate protection while performing this type of task. Proper use of personal protective equipment (ppe) should be selected per the centers for disease control and prevention guidelines (guidelines for disinfection and sterilization in healthcare facilities, 2008, section c, 1c) to ensure that workers wear appropriate ppe to preclude exposure to infections agents or chemicals through the respiratory system, skin, or mucous membranes of the eyes, nose, or mouth. Ppe can include gloves, gowns, masks, and eye protection. The exact type of ppe depends on the infectious or chemical agent and the anticipated duration of exposure. The employer is responsible for making such equipment and training available. (B)(4).